Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/25/2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceasing to function could not be confirmed. A root cause cannot be determined.